Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) performance data collected from the device was reviewed and no anomalies were found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device battery voltage had low readings at the office checks. No patient complications were reported as a result of this event. It was further reported the device was at eol (end of life) and that technical services had requested explant of the device. The device was explanted and replaced.

Event description:
It was reported the device battery voltage had low readings at the office checks. No patient complications were reported as a result of this event. It was further reported the device was at eol (end of life) and that technical services had requested explant of the device. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Corrected data: adverse event flag, patient date of death, patient outcome, narrative. Evaluation summary: (B)(4): performance data collected from the device was reviewed and no anomalies were found. Analysis of the device revealed high battery impedance.